Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 10ml ll 22ga 1-1/4in the needle broke and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: I am a doctor and a patient came to my office to apply an injection at the time of preparing the medication, the syringe began to leak and when reviewing the cause, the cannula completely detached from the needle hub, leaving the cannula inserted in the stopper of the bottle that was trying to mix, so it was necessary to use the needle from another brand syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-apr-2023. One sample and three photos received by our quality team for investigation. Upon visual evaluation, cannula is missing from the hub, additionally there is no residue of epoxy. A device history review was performed for the reported lot 2193748, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Functional test cannula hub tension is performed for this lot batch number, no defects observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause is associated with insufficient application of epoxy. H3 other text : see h10.

Event description:
It was reported while using bd syringe 10ml ll 22ga 1-1/4in the needle broke and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: I am a doctor and a patient came to my office to apply an injection at the time of preparing the medication, the syringe began to leak and when reviewing the cause, the cannula completely detached from the needle hub, leaving the cannula inserted in the stopper of the bottle that was trying to mix, so it was necessary to use the needle from another brand syringe.